Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between april 04, 2024 and april 15, 2024. H11: the actual device was received for evaluation. A visual inspection of the sample observed that the tubing was completely severed and separated from the valve body of the product. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked from the tubing. The issue was further described as, the tubing subsequently broke. This occurred when the set was connected to the em2400 pump, during priming. There was no patient involvement. No additional information is available.